Event description:
It was reported that when the packaging was opened, a tear was found compromising the sterility. There was no patient involvement.

Manufacturer narrative:
Date sent: 09/22/2008. Information anticipated, but unavailable at this time.